Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on an unknown date, the patient experience an unknown adverse event with the poly being implanted. This adverse event was addressed by revision surgery on (B)(6) 2022 to exchange the lgn ps high flex xlpe sz 3-4 15mm. Current health status of patient is also unknown.

Manufacturer narrative:
H3, h6/: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The top surface of the device has scratches and burrs. The bottom of the device has a deep burr with plastic peeled but still attached to the device. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that per complaint details, an insert revision/exchange was performed after an unknown adverse event and the current patient status is unknown. The length of time in vivo was not provided; however, the manufacture date of the explant was entered as 2018. Without responses to the requested clinical documentation/ information, the root cause of the reported insert revision and the patient impact beyond that which was reported could not be further assessed. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the IFU was performed, and the knee systems reveals in the possible adverse events section that the implant can become damaged as a result of strenuous activity or trauma, and has a finite expected service life and may need to be replaced in the future. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Factors and/or some potential probable causes that could contribute to the reported event have been identified as alignment, size of the device used, traumatic injury or abnormal loading of the limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.